Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss. (B)(6) 2024: extraction and bone graft (ext + bonegraft) (B)(6) 2025: placed implant(B)(6) 2025: patient presented to the office (ppto) due to pain. Prescribed (rx): percocet (narcotic analgesic for severe pain) medrol (methylprednisolone/corticosteroid to treat severe inflammation) amoxicillin (antibiotic to treat or prevent infection) (B)(6) 2025: restore (implant restoration/crowning phase) (B)(6) 2025: patient presented to the office (ppto) due to a loose implant. The implant was removed and another bone graft was placed (removed implant, placed bonegraft). (B)(6) 2026: redo implant (redo implant).